Event description:
It was reported, the pt experienced effective stimulation during the trial period. However, the pt experienced a fall during her trial period. The dressing fell off and the pt inadvertently pulled the leads out. The physician examined the leads and stated all the contacts were intact. The incision site was cleaned and antibiotic ointment was applied. Note the pt had two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.